Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material in the air/water tube, air/water cylinder and jet-tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it was unknown if there were deviations from the instructions for use (IFU). The customer did not provide a response regarding whether they flushed the air/water nozzle with water and air during manual cleaning or checked the pre-cleaning and manual cleaning in the reprocessing were performed. During examination, the foreign material could not be identified; however, the user reported they had used the simethicone through the auxiliary water channel. The user also suggested that the foreign material was oil. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material remaining in the air/water channel, air/water cylinder, and auxiliary water channel was not confirmed. The instruction manual states the detection method associated with the event in "gif-1100 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-1100 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.